Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed. This was consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.